Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) and grade 4 tricuspid regurgitation (tr) for a combined mitraclip and triclip procedure. During the procedure, a mitraclip was successfully implanted within the mitral valve. Then, three triclips were implanted successfully on the tricuspid valve. The procedure was discontinued, the final mr was reduced to grade <1, and the final tr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that the patient returned with recurrent tr at grade 4, a follow-up transthoracic echocardiogram (tte) showed that the third triclip implanted had partially detached. A secondary triclip procedure was scheduled.